Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking at the headset and the patient was admitted to the hospital in november with ketoacidosis. The type of treatment received during hospitalization was not provided. The issue has recurred since then, which did not result in an adverse event, and the patient must change the infusion set a few times per day due to wet adhesive.